Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013; 6984m adaptor, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has intermittent undersensing noted on stored electrocardiograms (egms). The lead remains in use. It was further reported that the right atrial (ra) lead has intermittent undersensing noted on stored egms with diminished p-wave sensing and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.